Event description:
A malfunction alarm was reported, specifically malfunction code 16, which indicated an issue with the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the replacement of the pump. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. The customer was also guided on how to put the pump into storage mode and agreed to return the faulty pump using a pre-paid label within 10 days.